Event description:
It was reported that the loop of the device is damaged during a reconstruction surgery and the device didn`t lock up when pinched. No part of the device broke inside the patient. There was no harm or adverse event for patient, operator or third party reported. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure is user error. Per dfu-0147-4 at revision 0. G. Precautions 1. Acl/pcl/ btb/rt/abs tightrope only: excessive force on the shortening suture strands may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft.